Event description:
It was reported that the patient experienced syncope. Upon investigation, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and it is unknown if the syncope is related to the pptwo episodes. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.